Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated that moisture was visible behind the display lens after the user went swimming with the pump. The pump allegedly emitted audible tones and lost power after this exposure to moisture. No damage to the pump was noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 05/21/2014-device evaluation:the pump has been returned and evaluated by product analysis on 05/14/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Moisture was observed behind the pump display lens, the battery compartment was observed to be cracked, and the pump casing was cracked near the display. During testing, the pump was powered on and the display was discolored due to the moisture ingress. The battery cap fully secured to the pump, and a power loss was not duplicated. A cs 054 call service alarm was emitted minutes after the pump was powered on. The pump could not be exercised for 24 hours due to the recurring cs 054 call service alarm. A leak test was performed and confirmed a leak at the crack in the pump casing near the display. The pump case was removed and evidence of moisture ingress was found.